Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter for which the biosense webster, inc. Product analysis lab identified that there was a hole in the pebax. Initially it was reported that two thermocool® smart touch¿ bi-directional navigation catheters were used and both catheters would not deflect. The procedure was completed by replacing the catheter. There was no patient consequence. The device was visually inspected and a small opening with reddish material was observed inside the pebax. Then, deflection testing was performed, and it was found within specifications, the catheter was deflecting correctly. A manufacturing record evaluation was performed for the finished device with lot number 30181238m, and no internal actions related to the reported complaint condition were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter for which the biosense webster, inc. Product analysis lab identified that there was a hole in the pebax. Initially it was reported that two thermocool® smart touch¿ bi-directional navigation catheters were used and both catheters would not deflect. The procedure was completed by replacing the catheter. There was no patient consequence. The deflection issue was assessed as a not reportable issue since the catheter is unable to deflect or relax completely, the user will not be able to use the device and will have to replace it. The potential risk that it could cause or contribute to a death or serious deterioration in state of health is remote. On december 12, 2019, the biosense webster, inc. Product analysis lab received the device for evaluation, and it was reported that upon initial visual inspection, the pebax sleeve had a small opening and had reddish brown material inside it. Upon second visual inspection, it was confirmed that there was a hole found in the pebax, and reddish material inside. On december 12, 2019 upon receipt of the device, it was confirmed that the integrity of the device was compromised. These findings were reviewed and determined to be MDR reportable as a malfunction. This event was originally considered not MDR reportable, however, biosense webster, inc. Became aware of a reportable malfunction upon receipt of the device on december 12, 2019 and have reassessed this complaint as reportable. Therefore, the awareness date for this reportable lab finding is december 12, 2019.